Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) - observational post-market clinical study ¿ evolution® biliary stent system ¿ fully covered this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b fully covered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6)2014, and the latest procedure occurred on (B)(6)2019 this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6)2014, and the latest procedure occurred on (B)(6)2019. Unexpectedly, stent migration was observed for almost 1/4th (24.3%, 17/70) of the patients; 17 patients had 17 events. However, only 2 of these 17 migrations were clinically relevant with an overall clinically relevant migration rate of 2.9% (2/70); 1 occurred in an on-label patient. This file captures x 01 case of stent migration with on label use.

Manufacturer narrative:
Device evaluation: the evolution biliary controlled-release stent - fully covered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. This file is associated with the following complaints: (B)(4) - loss of stent patency. (B)(4) - off label use with aes. (B)(4) - biliary obstruction. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0062), which informs the user of the following potential adverse events "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel ¿ bile duct ulceration ¿ death (other than due to normal disease progression) ¿ fever ¿ inflammation ¿ ingrowth due to tumor or excessive hyperplastic tissue ¿ nausea ¿ obstruction of the pancreatic duct ¿ pain/discomfort ¿ perforation ¿ recurrent obstructive jaundice ¿ stent migration ¿ stent misplacement ¿ stent occlusion ¿ trauma to the biliary tract or duodenum ¿ tumor overgrowth ¿ vomiting." It should be noted that the instructions for use (ifu0062) lists ¿stent migration" as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to known potential complications. From the information received it is known that the patient had cancer of biliary or pancreatic origin. Also, as previously noted, ¿stent misplacement and/or migration" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to a pmcf study. This file captures (B)(4) case of stent migration. According to the initial report, the patients experienced stent migration. It is likely that intervention/additional procedures would have been required as a result of these occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10 jun 2025.